Manufacturer narrative:
The device was received in the undeployed state; the pink slide insert was not visible through the viewing window of the top housing. A photo of the slide insert was not taken prior to opening the device; however, it was confirmed that the slide insert was not moved forward or visible in the viewing window. The data extracted from the device shows that the device completed first prime before it was deactivated by the user. The components of the drive mechanism were carefully inspected and no damages or defects were found that would result in the device not deploying.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the needle/cannula did not deploy as intended during activation.